Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a manufacturer representative who reported that the patient also developed a post-operative infection with redness and drainage from their incision in late (B)(6) 2020. External factors included the pump being implanted recently before that on (B)(6) 2020. The healthcare provider (hcp) placed them on antibiotics but that did not clear up the infection. The pump and catheter were explanted on (B)(6) 2021 and the issue was resolved. The devices were discarded as the company representative was not made aware of this event until today. The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2015, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2015, UDI#: (B)(4). . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 346 mcg/day, hydromorphone 7mg/ml at 4.8473 mg/day and bupivacaine 15 mg/ml at 10.387 mg/day via an implantable pump. It was reported that the healthcare provider contacted the company representative to report that the patient was having possible symptoms of baclofen withdrawal. The healthcare provider reported that the patient has a fever and became rigid since pump replacement yesterday on (B)(6) 2020. The environmental, external or patient factors that may have led or contributed to the issue was pump replacement (B)(6) 2020. The diagnostics and troubleshooting performed was the patient was placed on same dosing after pump replacement, the physician was unsure what the plan of care for the patient is at this time. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, with injury, patient has a fever and became rigid about 24hours after having pump replaced. On 2021-jan-20, additional information was received from the rep. The rep reported that the last they heard about this case, the patient was going to be admitted to the hospital to be monitored. Additional information received from the rep indicated that per the managing doctor's registered nurse (rn), the patient was diagnosed with meningitis following the pump replacement in (B)(6) 2020, and this was the cause of the patient's symptoms. The nurse reported that the pump was explanted on (B)(6) 2020 and the patient was still admitted to the hospital for treatment.